Manufacturer narrative:
A gambro technical services (gts) field representative was dispatched and examined all the machines at this facility. No problem was found. He checked pressure reposition sensor, scales and ultrafiltration accuracy. All tests were within specifications. No corrective action was taken.